Manufacturer narrative:
H3, h6: the device, used in treatment, was returned for evaluation. A visual inspection of the returned device confirms the screw drill tip is broken off. The broken piece was not returned with the device. The device shows signs of significant wear/usage. A medical investigation was conducted and confirms this case reports that the compression screw drill broke during use inside the patient. Per email communication, the piece was recovered from the patient. The procedure was completed without patient injury using a backup device, with a minimal surgical delay. Since no patient harm is alleged, no further clinical assessment is warranted. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of the risk management file revealed this failure mode was previously identified. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaints will be reopened. No further investigation is warranted for these complaints; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Reference: (B)(4).

Event description:
It was reported that during surgery, a 7.0 compression screw drill broke inside the patient. The piece was recovered. No harm or injury reported on patient. Procedure was finished with a smith and nephew back up device. A 25 minute delay was reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.